Event description:
It was reported that the device had a travel course error. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found a crack on top case and plunger tase. Error history showed travel coarse error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Travel coarse error was found on occlusion test. Lead screw and both clutches are very dirty. Replaced lead screw and both halves to fix the problem. Device passed all the functional tests.